Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm failure (error code 1102). There was no patient involvement when the issue occurred. There was no patient or user harm reported. During troubleshooting, it was confirmed that the speaker was working properly, and all connections were checked, and no wires were touching on the back of the speaker housing. It was noted that the central processing unit (cpu) would need to be replaced. Onsite service was requested.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. A quote was provided to the customer; however, the quote was cancelled, and the record was closed with no further actions performed by philips. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.